Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient was placed under general anesthesia on (B)(6) 2015, to remove the abutment. It was also reported that the patient was treated with topical antibiotics during the procedure.

Manufacturer narrative:
This report is submitted on july 03, 2023.